Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated sodium results on the architect analyzer on one patient. The results provided were: (B)(6) 2019 (B)(6)= 161mmol/l / repeat = 141mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
During the subsequent site visit, the abbott field service representative (fsr) determined that the mixer wash cup (part number 7-93133-02) flow required adjustment. There were no additional discrepant results reported on architect, serial number (B)(4), after the wash cup flow rate was adjusted. Return testing was not completed as returns were not available. A review of the instrument service history revealed no additional occurrences of discrepant results since the mixer wash cup was adjusted. A review of historical data for the mixer revealed no service or complaint issues that may have contributed to this issue and no trends were identified. A review of the architect c8000 platform found no trends for the issue associated with this ticket. A review of the architect system operations manual and the architect c8000 service and support manual provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results; including the troubleshooting performed by the fsr. Based on the investigation no product deficiency was identified for the architect c8000, sn (B)(4), or the mixer wash cup (part number 7-93133-02).